Event description:
Patient's ventilator was malfunctioning and displaying "ext high ppeak" alarm, which indicates the device has measured a high peak pressure above a threshold value for more than 5 seconds. Patient was hand ventilated while the device underwent troubleshooting. Ventilator was unable to be calibrated properly and was replaced.